Event description:
It was reported that the lead integrity alert triggered. The lead had high impedance with many short intervals and exit block was noted. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) proximal conductor was fractured. The full lead, in segments, was returned and analyzed. Blood/body fluid in/on defib conductor (not obstructed), outer tubing overlay and helix mechanism. Outer insulation breached cut and outer tubing overlay breached cut. Cosmetic depression on outer insulation. The lead was returned with the helix fully retracted with blood and tissue on it. Correction: adverse event is noted, date of death field is made 'not applicable', and event description modified.

Event description:
It was reported that the lead integrity alert triggered. The lead had high impedance with many short intervals and exit block. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.